Event description:
It was reported during the post-operative check, the patient was receiving unintended abdomen, thoracic, bicep, and chest stimulation. X-rays indicated the lead had migrated. Surgical intervention will take place ast a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.